Event description:
Forty five pts were endoscoped over a 20 day period using endoscopes disinfected with cidex glutaraldehyde disinfectant chemical for 5 minute immersion at 25deg c. Cidex labeling calls for 45 min immersion at 25deg c. Although unlikely, this condition may create the potential for risk of infection to these pts.

Manufacturer narrative:
Six year old machine developed hard drive difficulties resulting in the need for replacement. Replacement was supplied by cu, installed and used to run wash/disinfectant cycles for 45 patients until the immersion time error was discovered. Risk of infection, although unlikely, is possible from insufficient immersion time for flexible endoscopes when using the cidex product according to labeling. Root cause is employee error for not confirming disinfectant type, time and temperature. Calibration change was made and system is functioning as required for cidex disinfectant.